Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient experienced a stroke due to clogged arteries; however, nevro attempted to confirm this with the physician, but was unable to. The device was turned off to perform an MRI and now has been turned back on. There have been no reports of further complications regarding this event and the patient is currently using the device.